Manufacturer narrative:
The meter was requested for return to the manufacturer for investigation. However, we have not received the device back for investigation. No injury to the user was reported.

Event description:
The member complaint of the back of the meter swell and curved up. The battery looks swollen.